Event description:
A report was received that stated a nurse aide received a needle stick. The report stated that the needle became exposed after it had been used. After administering insulin to a bedridden pt, the nurse attempted to safe the device on the bed rail, and then handed the needle to the nurse aide to dispose of in the sharps. The needle had bent and thus not fully captured in the safety device. The nurse aide was stuck by a protruding part of the needle. There was no report of incident related medical sequelae and no treatment was reported. The device was discarded and is not available for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.